Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported having concern with his pump. Patient stated the battery is depleting rapidly and only lasts about 2 days and then the pump shuts down completely without any warning. Patient reported the pump is not displaying a low battery or battery depleted warning and just shuts down without any warning. Patient has not used the pump in about a week. No adverse event reported. Attempts to follow up with patient regarding device return was unsuccessful. Sending battery and battery cover; requested return via mail of the alleged pump for evaluation.